Event description:
Pt is undergoing treatment for unrelated post c-section infection. At time of dressing change, the wound was prepped with lidocaine, panophyl, and then fibracol. Approximately 20 minutes later the pt developed facial edema, erythema, wheezing, nausea and emesis. The wound dressing was removed and the fibracol was found to be almost completely dissolved. Pt was taken to the emergency room where the pt was treated with nasal oxygen, steroids and benadryl. Resolution of symptoms occurred within hours.